Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Per rep, pt reports a fall occurred one week prior. Pt fell on side opposite of implant latterly. Rep met with pt. Connections and impedance checked. Connections good. Impedances high on electrodes 13 (2950) and 15 (30380). These electrodes are not used for patient's current therapy. Rep able to adjust intensities as needed with pt's remote. Rep reports the patient experienced new pain (unrelated to baseline) and a return of pain. The cause is unknown and it is unknown if the issue was resolved.

Event description:
Rep reported that no further actions taken. Rep will continue to provide information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.